Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump could not charge properly without the customer maneuvering the cable into the charging port at a certain angle, in order to complete a successful charge. The customer attempted multiple usb cables and wall adapters but was still unable to charge the pump properly. There was no impact to the customer's blood glucose level. It was confirmed the customer had alternate insulin therapy available.